Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9734699, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site was having issues loading exams onto the navigation system. It was reported that the disc was not loading. Additionally, it was reported that when attempting to load previously loaded discs, the disc would not load. There was no patient present when this issue was identified. It was later reported that the discs displayed an error message, could be loaded on other medtronic navigation systems and that the digital intercommunication of medicine (dicom) box appeared with the error and would then clear.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the disc drive. The system then passed the system checkout and was found to be fully functional. The disc drive was returned to the manufacturer for analysis. The disc drive was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that after the manufacturer representative replaced the cd drive, when inputting a disc, the system showed, "disc io error." Technical services (ts) walked the manufacturer representative through resetting media io scanner mask settings.